Manufacturer narrative:
An event of "the device embolized in the left ventricle" was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, an amplatzer valvular plug iii was implanted for a paravalvular (pvl) occlusion procedure. After the device was released the device embolized in the left ventricle. A percutaneous recapture was attempted but was unsuccessful. On (B)(6) 2021, the device was recaptured by a transapical puncture in the cath lab. The patient was reported to be in stable condition. Additional information is pending.